Event description:
Boston scientific received information that this right ventricular lead displayed high out of range shock impedance measurements. This value varies between a normal and out of range measurement. During this follow up visit, the measurement was normal, however a review of daily measurements displayed large measurement variations. In addition, increased threshold measurements were observed. This issue is being monitored by the physician. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.